Manufacturer narrative:
Conclusion: since there is no product available for eval and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional info become available, a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the pt underwent an undisclosed surgery in 2001. She experienced a wound dehiscence and had a subsequent surgery in 2007. No additional info was provided.